Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had broken battery tube threads, a cracked belt clip slot, cracked reservoir tube lip, minor scratches on the display window and a cracked case at a display window corner.

Event description:
The customer reported via phone call that the insulin pump was broken at the bottom of the insulin pump where the battery goes in. The customer's blood glucose was unknown. The customer described that there was a fourth of an inch of a piece that was broken off from the battery compartment. The customer stated that the damage may have occurred from tightening the battery cap too much. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.